Event description:
Upon arrival from operating room s/p (status post) CABG (coronary artery bypass grafting), within 30 minutes the iabp console began alarming "blood detection noted". Blood noted in tubing. Surgeon and intensivist at bedside. Iabp console immediately stopped. Patient remained hemodynamically stable and decision was made to replace iabp at bedside with surgeon. A 7.5 fr 40cc intra-aortic balloon was replaced by surgeon with assistance of pa without difficulty. Patient tolerated procedure well. Ruptured balloon retained in red biohazard bag for investigational purposes.